Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a facelift procedure approx eight months ago. The pt reported experiencing "slipping" +.25 millimeters in the left eye and +- 1.25 millimeters in the right eye and excessive stretched skin. The pt was told by the operating surgeon that a reoperation is not possible. The pt is currently using steri-strips. The pt is seeking another medical opinion. Add'l info has been requested.